Manufacturer narrative:
Block e1: the initial reporter facility name: (B)(6). Block h6: imdrf device code (B)(6) captures the reportable investigation result of a balloon burst. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Microscopic inspection found a burst located approximately at 50 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a burst located approximately at 50 mm from the tip of the device. The burst found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon was leaking liquid. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon burst. Please see block h10 for full investigation details.